Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level. The cause or how the bg was treated was not provided. Although multiple attempts were made to gather more information about the event, the customer did not respond to the requests.